Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a zero-p variable angle (va) 9mm implant came apart intraoperatively. It was reported that during an anterior cervical discectomy and fusion (acdf), while using a zero-p va 9mm implant at levels c6 and c7, as the implant was implanted into the spine, the titanium portion disengaged. The piece was retrieved and the surgeon inquired regarding re-inserting that portion. The synthes sales consultant replied "no"; it is mandatory to first retrieve the portion in the cervical spine. The part was retrieved and the surgeon put the two pieces back together manually and re-implanted the device. No fragments remained and no additional medical intervention was required. There was a five minute surgical delay reported. The procedure was completed without further incident. This report is 1 of 1 for (B)(4).